Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the device and right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms. An x-ray was taken which revealed inconclusive results. A revision procedure was performed where the lead was tested on the pacing system analyzer (psa) and yielded the same high out of range pacing impedances. Subsequently the lead was surgically abandoned. The device remains in service with a new rv lead. No additional adverse patient effects were reported.